Event description:
Patient reported ruptured device. The device was explanted. Right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on device in the anterior side assessed as unidentified (tear) opening (shell thickness was within specification), opening on posterior side assessed as surgical damage and opening on posterior side assessed as surgical damage like. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the shell. Crease fold observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: red encapsulation, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Event description:
Physician reported seroma diagnosed by ultrasound.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ruptured device. The device was explanted. Right side.